Event description:
Procedure type: lap chole. According to the rptr: visiport was in the upper right quadrant and it was put through the pt aorta. Blood was given to pt; 42 units (transfusion) and then the pt was put on a medically induced coma. No other information available at the time of this call. Additional information received later on, per rptr, pt is no longer in a coma, she is on a ventilator, and she is responding and doing better.